Manufacturer narrative:
A gas delivery system (gds) assembly was returned for analysis. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. An investigation was performed, and the product analysis technician reported that the root cause was due to an out-of-specification component on the airflow sensor board.

Manufacturer narrative:
The service provider (sp) inspected the device and replaced the ga delivery system (gds) to address the reported issue. The unit was checked overall, run-in tested, cleaned, functionally tested, and no abnormality was confirmed. Based on the information provided and/or service performed, the alleged malfunction was confirmed.

Event description:
It was reported that the ventilator would not go into standby mode and there was a pressure regulator high alarm. The issue occurred during setup, with no delay to therapy noted. The customer troubleshot with technical support and noted that the blower was running higher than normal. Caller tried getting the vent into standby in several different modes, but it would not go into standby. The customer was advised to perform performance verification test (pvt) to diagnose the issue. Further information is pending.